Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on cable unit, the endoscopic image could not be displayed, and there was misalignment of adapter. There was no patient involvement.